Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. A chest x-ray revealed that the lead appeared to have dislodged. It was reported the patient wasn't feeling well, but it was unknown if it was related to the loss of capture. An invasive procedure was performed. This lead was capped and surgically abandoned.

Manufacturer narrative:
A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.